Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire remains attached to the handle spool although the handle spool was separated from the handle stem by the user in an effort to deploy the clip. The drive has been completely removed from the sheath. Visual inspection confirmed the hook has broken at the distal end of the drive wire. The clip was removed from the device and the broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Three sealed unused devices from the lot number provided in the report were returned for evaluation. In addition, two unused open devices from the lot number provided in the report were also included in the report. Device #1, #2, #3 unopened unused. The devices were returned in a sealed pouches. The foam tip protector was correctly in place on each other. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment on each device. Each device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore the devices functioned as intended. Device #2: opened unused: the device was received with the clip deployed onto the foam tip protection material. This appears to be an evaluation by the user. The deployment device works freely, the drive wire is securely attached to the handle, and the hook is intact. Therefore this device appears to have functioned as intended. Device #3: opened unused: the device was received with the clip deployed however the hook at the distal end of the drive wire is broken. This appears to be an evaluation by the user. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic mucosal resection (emr), a cook instinct endoscopic hemoclip was used. They clipped a bleed and the clip would not release from the catheter of the clip deployment device. The drive wire broke. [Our laboratory evaluation of the returned device confirmed the hook at the distal end of the drive wire broke.] The handle was disassembled to manually release the clip but this was unsuccessful. The clip was pulled off the bleed. Two cook instinct endoscopic hemoclips were used to finish the originally planned procedure; intervention was not required. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.